Manufacturer narrative:
The user experienced a hyperglycemic event requiring hospitalization while using the ilet. This situation can result in acute metabolic decompensation and may require medical intervention. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed that hyperglycemia began following a supply change, suggesting a likely issue with insulin delivery along the fluid pathway, such as impaired absorption potentially related to infusion set placement (e.g., scar tissue), consistent with the reported information. Based on the available information, the event was attributed to therapy delivery conditions rather than a device malfunction. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 22-jul-2025 it was reported that on (B)(6) 2025 the user experienced a hyperglycemic event requiring hospitalization. The user¿s guardian reported that the user¿s blood glucose levels increased while using the ilet and that insulin delivery may have been impacted by an infusion set issue associated with scar tissue. Limited follow-up information was available despite multiple attempts to contact the user. Device data indicated elevated glucose levels during the reported timeframe